Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a mid-urethral sling implantation procedure. Reportedly, the implantation was a routine, seemingly uncomplicated operation. According to the complainant, immediately following the procedure, the patient experienced severe pain. There was some improvement of her pain initially, but she ultimately required readmission and had her pain managed by a pain team. Reportedly, her pain resolved over time. The patient continues to experience recurrent urinary tract infections post-operatively. According to the physician, both the patient's pain and urinary tract infections are known complications of the sling implantation procedure, and are not related to the advantage sling at all. All other information is reportedly unavailable.